Event description:
(B)(4). Onset of sudden chronic lower back pain. Stabbing feeling in lower left abdominal area. Brain fog, migraines, blurred vision, nausea. Have begun lactation and am not pregnant or currently breastfeeding. Extremely tired all the time. Hair loss in chunks.